Manufacturer narrative:
Correction information: g6: follow up #1, h2:if follow-up, what type? H3:device evaluated by manufacture, h6: coding changed based on the investigation result. Evaluation summary: customer reported accessory stuck in scope. The customer stated the balloon dilator is stuck in the operation channel. Therefore, we checked the returned unit and confirmed that the operation channel accessory. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. In addition, we confirmed that the lg cable connector scratched, the light guide cable bump, and the distal body broken; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Event description:
Pentax medical was made aware of an event that occurred at a facility in the united states. The user facility reported an accessory stuck in scope. "The customer stated the balloon dilator is stuck in the operation channel" involving pentax medical video gastroscope model eg-2990i, serial number (B)(4). The user added that the malfunction was observed during reprocessing. The user facility responded to a good faith effort(gfe) via email on 05-aug-2021 and stated the stuck balloon accessory was a conmed eliminator 3-stage esophageal balloon, 18mm used for treatment purposes. There were no injuries or any adverse event(s) that occured to the patient or user. The endoscope was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. And the facility follows all instructions for use and pre-procedural inspection checks. The customer owned endoscope was received by pentax medical for evaluation on 03-aug-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and during quality inspection the technician documented an accessory stuck in primary operation channel confirming the customers complaint and the technician also documented the following inspection findings: passed dry leak test, passed wet leak test, umbilical cable bump under pve root brace, pve connector housing scratched, suction function not performed unit compromised. Model eg-2990i, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service. On 17-aug-2021, a device history record(DHR) review for model eg-2990i, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 13-nov-2007 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 13-nov-2007. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope is currently in the service department awaiting processing as of 30-aug-2021.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.